Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation. A separation within abrasion was noted on the shorter exhaust tube of the pump. This was a site of leakage. Partial separations within abrasion were noted on all tubing of the pump. These were not sites of leakage. Abrasion was noted on the exhaust tube of cylinder 2. No functional abnormalities were noted with either cylinder. Two groups of striations were noted on the inlet tube of the reservoir, indicating contact with unshod instrumentation. These were both sites of leakage. Based on examination of the returned product, it was concluded that while in-vivo both all pump tubes had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the shorter exhaust tubing at this site. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the inlet tube of the reservoir occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, the old titan leaked and was replaced with es2918 that was punctured during the surgery and was replaced.